Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that none of buttons were working. Customer stated insulin pump receive pump error alarm and to rewound, they hit okay but the buttons did not work. Customer stated that numbers were not ramping on their own also the scroll bar was not moving with no input. Customer stated insulin pump was not exposed to a change in altitude. Customer also stated the screen was not completely blank. Customer was able to successfully clear the alarm. Pump buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen noted. However, device had unresponsive all buttons due to corroded keypad traces. Unable to perform self-test and displacement test or verify e/a alarm due to unresponsive buttons.